Manufacturer narrative:
(B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03123 / 03124). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged pain, discomfort, dysfunction, loss of range of motion, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - biomet m2a magnum trispike cup, catalog#: us257850, lot#: 336930, biomet taperloc stem, catalog#: 103203, lot#: 223150, biomet m2a taper adapter, catalog#: 139254, lot#: 263430. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged pain, discomfort, dysfunction, loss of range of motion, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately seven years post-implantation due to pain, irritation, fluid collection and elevated metal ion levels. During the procedure, dark-stained tissue and fluid were noted, and a synovectomy was performed. The femoral head was removed and replaced, and an active articulation bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to correct information.